Manufacturer narrative:
Results of investigation will be filed in a supplemental report.

Event description:
Laparoscopic colonic surgery under tiva (total intravenous anesthesia). As per routine, both arms were tacked at pt side, so IV insertion site and stopcock are not visible. Uneventful management for 3 hours, no hemodynamic changes until the pt moves on the operating table (pt not under muscle relaxant effects as per routine). Propofol spill was noticed on the floor. Immediately volatile agents were initiated. The stopcock connected to propofol was leaking and probably half of the dose was still being infused to the pt, and half actually leaking through center of the rotating device. Next to this defective stopcock was a similar 4-way stopcock infusing remifentanil, which was working properly and no leaking at all. In the postoperative period (postoperative care unit and wards) pt recalled the episode of moving and being both hands tacked, and eyes taped. It was an actual short period of intraoperative anesthesia awareness.